Event description:
Edwards received notification that a patient with a valve model 3300tfx27mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately three (3) years and seven (7) months due to calcification with leaflet thickening leading to severe stenosis (mean gradient 70mmhg) and moderate regurgitation. The patient presented with heart failure and dyspnea. A 26mm transcatheter heart valve was implanted within the surgical device with no reported complications. The patient was noted as to be in stable condition. Implant date is only known as 2020, thus (B)(6) 2020 is being used to calculate the minimum implant duration

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. In addition, the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including a renal condition. It was reported that the implant was in 2020. Therefore, (B)(6) 2020 is being used to calculate the implant duration.